Event description:
It was reported that the customer's insulin pump had multiple aa35 alarms. No further information was provided, no blood glucose values.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked reservoir tube lip.